Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. On the 45-day follow-up transesophageal echo (tee), a very small mobile thrombus or fibrin strand was attached to the face of the device. It looked to have separate mobility from the fabric. The patient resumed oral anticoagulation. No additional information is known at this time.